Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used the purewick female external catheter in the hospital and it split their labia into. Per follow-up information received via phone on 23sep2024, it was reported that the customer only used the purewick catheter in the hospital, they did not have one at home. Patient stated that due to using the catheter in hospital, they now had antibiotic resistance urinary tract infection with e. Coli. Their doctor was treating them for that issue.